Event description:
It was reported that when the therapy was working, it worked well for the patient. However the patient had a catheter which broke two years ago requiring replacement. After this replacement the patient again had good therapy until about two months ago when the patient again began having difficulties (no specific symptoms were reported). It was found that the patient's catheter was "sheared" at the site of entry to the spinal canal. The patient stated he was tired of having catheter issues, and elected to have the system removed rather than undergoing catheter repair. The patient recovered without sequela. Reference MFR report# 6000030200800100.